Event description:
Reportable based on analysis completed on 05-feb-2015. It was reported that crossing difficulties were encountered.  The 99% stenosed target lesion was located in the severely calcified and severely tortuous vessel. A15mm x 2.75mm nc quantum apex¿ balloon catheter was advanced for dilation, however, the device was unable to cross the lesion. The procedure was completed with a different device.  No patient complications were reported and the patient's status was good. However, returned device analysis revealed longitudinal balloon tear.

Manufacturer narrative:
(B)(4). Returned product consisted of an nc quantum apex balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination inspection revealed a 5mm longitudinal tear in the balloon wall over the distal markerband. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the tip of the device. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).